Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the displayed image was flickering due to a twisted cable unit, water tightness was lost due to damaged cable unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the camera head had interferences in the endoscopic image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that poor communication occurred due to a cable failure, resulting in image flickering. The cause of the cable failure was determined to be disconnection due to cable damage and twist. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.